Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A labeling review was conducted, and no anomalies were found. The device was not used in accordance with the instructions for use (IFU). The IFU states: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.